Event description:
Paramedics responded to a person described as in cardiac arrest. The pt was connected to the device with disposable defibrillation/ECG electrodes and therapy cable. According to the rptr, following a delivered countershock, the device alarmed "connect electrodes". The device's therapy cable was replaced and the code was continued. The pt was not resuscitated at the scene and was transported to the hospital. The rptr indicated the reported malfunction did not cause or contribute to the death of the pt. The rptr based their opinion on the attending paramedic's assessment of the pt's viability and the availability and use of a back up therapy cable.